Event description:
It was reported that an ilet user experienced recurrent hypoglycemia, including a measured blood glucose of 54 mg/dl, with lows occurring after light activity, after meals, and overnight; the user synchronized the ilet with the app, received brief education, and a factory reset and potential algorithm maladaptation were discussed. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with two glucose tablets and no medical intervention or hospitalization. Investigation included technical support review and outreach coordination. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was confirmed. It was concluded that the event involved hypoglycemia with an undetermined root cause and that user education and troubleshooting were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.